Event description:
It was reported that during a wedge resection procedure, the cartridge came off and broke when released. Broken parts were retrieved completely. Another device was used to complete the case. There was no adverse pt consequence.